Manufacturer narrative:
The device was thoroughly examined for proper operation by a dmta fse and was found to be within dornier specs. The dmta fse learned from the customer applications specialist that the physicians using this equipment would treat kidney stones aggressively with all pts. This statement was confirmed by dmta qa personnel during phone interview with complainant on (B)(4) 2011. Complainant stated that the physicians using this lithotripter are not yet accustomed to working with it. The customer applications specialist has taken action to enforce the customer's internal treatment protocol to discourage physicians from treating aggressively with this lithotripsy equipment. It was verified the customer was in possession of the current operator's manual for this equipment which lists all of warnings and caution statements regarding treating kidney stones at high power levels (aggressively). The pts that had the hematomas completely recovered and did not experience any further complications. It was confirmed that the cause of the hematomas was due to the users of the equipment aggressively treating kidney stones.

Event description:
Customer spoke with dmta applications dept and indicated that two pts experienced hematomas at the treatment site after eswl treatment. The customer indicated the hematomas (bruising) were very minor. The customer stated that the physicians and technicians using the lithotripsy equipment treat stones aggressively using high energy levels (level 6) for all cases.